Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, it was clarified by the reporter on (B)(6) 2025 that, on (B)(6) 2025, the patient self-presented to the hospital due to a skin reaction. The condition was treated with a prescription for oral cephalexin 250 mg (administered four times daily) and an unspecified ointment. No additional patient or event information is available.

Event description:
It was reported that a skin reaction had occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the pediatric patient experienced a skin reaction characterized by redness, ¿broken skin,¿ and signs of infection under the entire patch area. The reaction occurred four days after sensor insertion into the arm. The patient was taken to the hospital, where the reaction was treated with a prescription for oral cephalexin 250 mg, to be taken four times daily. No photo documentation was provided, and there was no record of additional medical intervention. At the time of the report, the patient was reportedly feeling fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).